Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of the associated leads concluded the event occurred as a result of improper insertion of the lead into the device header.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during an implant procedure, noise was noted on the electrogram of this device after lead connections were completed. Sensing measurements could not be completed due to the noise. After several attempts to reconnect the leads, noise was still sensed. Also, the device measured pacing impedances greater than 2,000 ohms on both the left ventricular (lv) and right ventricular (rv) channels. The lead connections were checked again several times. The rv and lv lead impedances were measured with a pacing system analyzer, and were found to be in the normal range. Troubleshooting steps were taken in an attempt to reduce external noise sources, but the problem could not be resolved. The device was replaced. No adverse patient effects were reported.

Event description:
--